Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/14/2024. An investigation was conducted on 05/16/2024. A video of the procedure was provided by the account. An unknown white smoke was observed coming out of the harvesting device handle, however based on the video we are unable to determine the origin of the smoke. Additionally, the setting of the power supply is unknown. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. The jaws of the heater wire was observed to be intact with no visual defects observed. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the tip of the hot jaw due to normal clinical use. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition and investigation of the device, the reported failure "environmental particulates; excessive smoke" was not confirmed as no smoke was observed during testing and the device functioned as expected. The lot # 3000364308 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 released smoke from cautery hand piece near trigger assembly during venus branch tissue ligation. Harvester noted that it smelled electrical but since there was smoke in the patient tunnel from the branch ligation, they weren't positive; it was the first time they had seen smoke coming from that part of the device. There wasn't any issue with performance of the cautery and the case was completed without incident. There was no procedural delay. No harm to the patient. Video provided by complainant show the device emitting smoke from the hand piece.